Manufacturer narrative:
(B)(4). The insulin pump was unable to perform functioning tests. The device was received with a partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, cracked case along the side of the battery tube and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump was damaged at the reservoir compartment. The customer's blood glucose was 104 mg/dl at the time of incident. The pump will be returned for analysis.